Event description:
According to the reporter, on (B)(6) 2025, during the low anterior resection, the surgeon performed the necessary test for the newly created anastomosis and there was no problem. On (B)(6) 2025, 4 days after the procedure, the patient presented with anastomotic leak. Laparoscopic anastomosis was done and create new anastomosis. The patient had a diverting colostomy. Underwent laparotomy and washout on day 6. There was extended hospitalization for 10 days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.